Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 3ml ll euro 200 s/c contained foreign matter. It was reported that a clinical trial site has noted that there are black blemishes/spots visible on or in bd syringes. The quality team has completed a aql2, and we have found further lots with impact. Part number: lot no: 309628 , 5066461, 309628 , 4354445, 309628, 4354445, 309628 , 5101152, 309658 , 5281022, 309658 , 5072741, 309658, 4354445, 309658 , 4352796, 309658 , 4354445, 309658, 5072741.